Manufacturer narrative:
The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that after endodontic treatment with ah plus jet on tooth # 34 a patient experienced strong pains requiring painkillers. Once unsealing occurred, the pain disappeared. The dentist used calcium hydroxide and performed new sealing with a eugenate based cement.